Event description:
It was reported that the device was used during a hand assist sigmoid colectomy. The device fired malformed staples. The surgeon hand sewed the anastomosis. A leak test was performed with a positive result. A temporary diverting ileostomy was placed.